Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had pocket erosion at the implant site of their implantable cardioverter defibrillator (ICD). The ICD and subsequent leads have been extracted. No further patient complications have been reported as a result of this event.